Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
As reported to coloplast, though not verified, the patient reportedly had an altis sling implanted in (B)(6) 2017. Reportedly the patient experienced pelvic pain, incontinence, bacterial vaginosis requiring medication, urinary tract infection, lower quadrant pain post sex, exposed vaginal mesh, stage 2 anterior compartment prolapse with straining.